Event description:
Patient developed an infection and was revised approximately six weeks post-operatively. A piece of the serengeti retractor was found in the patient. The wound debrided and broken piece removed.

Manufacturer narrative:
Small piece of plastic was found in the patient during revision surgery on (B)(6) 2014. (The manufacturer did not become aware until (B)(4) 2014.) The broken retractor is thought to be a potential cause of an infection which required the wound to be washed out. The retractor reportedly did not break cleanly at the index surgery ((B)(4) 2014), however, the manufacturer was not notified at the time. The retractor was removed and the infection resolved. The part was disposed of and could not be evaluated. A general review of the manufacturing and inspection records did not reveal any contributing information. It is likely that the retractor fragment broke during removal from the screw head and may have been pinched between the anatomy of the patient and the screw head. The records will be monitored for similar incidents of this nature.